Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was alleged of delivering inappropriate shock due to myopotential oversensing despite 2x gain setting in primary vector. Session file for this device was provided but was not useful for running device analysis. The server data uploaded in july of 2021 was reviewed and showed r-wave amplitudes very low in all vectors making alternate vector non-viable and primary vector offered an even lower amplitude than secondary vector. Boston scientific technical services suggested programming and troubleshooting options. Additional information was provided that the patient was very obese. No additional adverse patient effects were reported. This device and electrode remain in-service. Additional information was provided, it was reported that during troubleshooting, myopotential oversensing was observed. The subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced with a transvenous competitor implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported. The s-ICD system is expected to return for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was alleged of delivering inappropriate shock due to myopotential oversensing despite 2x gain setting in primary vector. Session file for this device was provided but was not useful for running device analysis. The server data uploaded in july of 2021 was reviewed and showed r-wave amplitudes very low in all vectors making alternate vector non-viable and primary vector offered an even lower amplitude than secondary vector. Boston scientific technical services suggested programming and troubleshooting options. Additional information was provided that the patient was very obese. No additional adverse patient effects were reported. This device and electrode remain in-service. Additional information was provided, it was reported that during troubleshooting, myopotential oversensing was observed. The subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced with a transvenous competitor implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported. The s-ICD system is expected to return for analysis. It was reported this product was returned to boston scientific but has become lost in transit. Should this product be received in the future, an updated report will be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was alleged of delivering inappropriate shock due to myopotential oversensing despite 2x gain setting in primary vector. Session file for this device was provided but was not useful for running device analysis. The server data uploaded in july of 2021 was reviewed and showed r-wave amplitudes very low in all vectors making alternate vector non-viable and primary vector offered an even lower amplitude than secondary vector. Boston scientific technical services suggested programming and troubleshooting options. Additional information was provided that the patient was very obese. No additional adverse patient effects were reported. This device and electrode remain in-service.